Event description:
Complainant alleged that the clinician attempted to deliver a 200 joule shock to a male pt (age unknown) using electrodes with the device, but the device failed to deliver the energy. The complainant reported that the clinicians administered a precordial thump to the pt and were able to obtain a second device with paddles to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction. The complainant reported that the electrodes used in the event were discarded subsequent to the event. In addition, they were not able to supply the lot number of the used electrodes. Numerous attempts have been made to obtain add'l event and pt info from the complainant. All attempts have been unsuccessful.